Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula kit, it was reported that the customer was trying to pass the dilator through the cannula, but it was getting stuck at the top and they were unable to pass it. The customer opened another cannula of the same size and were able to pass the dilator no problem. The device was replaced. There was no patient involvement, so no adverse effect occurred. No damage was noted to the packaging.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.